Event description:
The customer called regarding the letter about the drive support cap. He stated when his cap came out he pushed it back in and continued using the insulin pump. The blood glucose reading was 228mg/dl. Troubleshooting was performed and the customer stated that device alarmed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.